Event description:
Carbapenemase klebsiella pneumoniae - grown from (B)(6) epigastric wound culture, asl. ID consulted with additional agents tested, (B)(6) culture sensitive to minocycline, intermediate to tigecycline, (B)(6) culture intermediate to minocycline and tigecycline, sensitive to colistin (both cultures). He underwent a biopsy of an amorphous liver mass using CT guidance on (B)(6), preliminary results were discussed with the pt that showed: adenocarcinoma. He was not a candidate for olt so he was discharged. On (B)(6) given his recent findings of adenocarcinoma and his abdominal wound (CT guided bx) he will need to follow up with the facility hepatobiliary clinic within 1-2 weeks, ID, and more importantly with medicine oncology and radiation oncology. Readmit: (B)(6). On (B)(6) with a draining abdominal wound who was recently readmitted due to growth of pan-resistant klebsiella growing from culture of previous admission. In the ed pt was noted to be hypotensive to he 80s/50s (per patient its his baseline), however was maintaining well. He received 1l ns.s/p 1 dose of vanco and zosyn, then transitioned to colistin per ID recs. Family made decision to transfer to hospice because tumor was unresectable.